Manufacturer narrative:
Samples have been received and evaluated confirming the complaint comments of black specks in the trays. The device history record for the lot number provided indicate that the products met manufacturing specifications. A follow-up report will be provided when additional info has been received. Info from this incident will be included within the kimberly-clark product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.

Event description:
Kimberly clark received a complaint indicating that "blue and black specks have been found in the trays." No pt injuries have occurred. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).